Manufacturer narrative:
When the returned device was opened, it was noted that the cannula plug was not installed in an expected orientation. It was noted that the cannula plug was shifted over the 90 degree bend of the formed needle. When the fluid path pass through test was conducted, fluid was able to flow through the complete fluid path, but it could not be determined if this was the case while the pod was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 539 mg/dl while wearing the pod between 4 and 24 hours. Symptoms included hyperglycemia and vomiting. Pod was removed once patient was diagnosed with dka, about 1 1/2 hours after arrival to the hospital. Patient's mother also reported the presence of large ketones. The patient was treated with insulin, dextrose and lots of fluids. Several diagnostic tests were reportedly run as well. The patient refrained from eating and drinking until bg levels returned to normal, and was eventually released after 36 hours in the hospital. The patient's blood glucose history is as follows: time, bg(mg/dl). 12:00am, 539. 4:00, 537.